Event description:
Patient was in for scheduled laparoscopic cholecystectomy. Surgeon used applied medical inzii retrieval system 10mm endoscopic pouch. The pouch tore when the surgeon was pulling the gallbladder out thru the trocar. A small piece of the pouch was retrieved from within the patient. Surgeon believes he got all peices of the pouch out. He believes there is no harm to patient.